Manufacturer narrative:
Lot/model# unknown as not provided by reporter. Expiration - unknown as lot is unknown. (B)(4). MFR date unknown as lot is unknown. Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent evar and had a main body flex graft and 2 iliac legs ((B)(4)) deployed on (B)(6) 2013 during evar in a (B)(4) study. The completion angiogram did not show any endoleaks. On the follow-up CT scan performed on (B)(6) 2013, a proximal type I endoleak was noted with no change in the size of the aneurysm. External compression was observed but the location of the compressor was not provided. No migration, thrombus, or flow-limiting kinks were noted. The devices were patient. On the follow-up CT scan performed on (B)(6) 2013, the proximal type I endoleak was still present, as well as a type ii endoleak, with no change in the size of the aneurysm. External compression of the left iliac leg was observed. No migration, thrombus, or flow-limiting kinks were noted. The devices were patent. No secondary intervention have been performed. Patient was last seen on (B)(6) 2013 and no additional information has been provided.